Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed the the ground bond performance specification during testing.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation in operational and in good condition at the product analysis lab (pal). The hc return instrument test / evaluation (rite) electrical test failed specifications due to ground bond failed performance specification. The rite failure not confirmed by review of the logs or duplicated during the pal evaluation. The rite failure by nature is not recorded in the device logs. Internal/external inspection found no issues. The cause for the rite electrical test failure of ground bond failed performance specification was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.